Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the outer drill bit hit the nail and metal shavings were generated. The insertion handle and outer aiming arm are not holding alignment correctly leading to the drill bit hitting the nail, and causing a surgical delay. The original nail was discarded, a new nail was inserted, and the surgery was completed successfully.